Manufacturer narrative:
The full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 419478 lead, implanted: (B)(6) 2006; 5076-52 lead, implanted: (B)(6) 2015; c4tr01 device, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The low-voltage pacing leads were explanted and replaced due to a system replacement. The leads were returned to the manufacturer and tested out of specification. No patient complications have been reported as a result of this event.